Manufacturer narrative:
The valve was returned with the delivery system, sheath, and loader. The valve was crimped on the inflation balloon of the delivery system and was retrieved into the sheath. During visual inspection, one valve strut was noted to be bent outward at the valve inflow side. Struts were exposed through the skirt, normal after crimped and used. The valve was expanded and the strut remained slightly bent at the inflow side. The valve frame was slightly distorted. Leaflets were wrinkled and dehydrated due to storage condition. No functional or dimensional testing was able to be performed due to the condition of the returned device. Imagery was provided by the site and the patient¿s access vessel was noted to be undersized with calcification and tortuosity present. The crimped valve could be observed within the distal tip of the sheath post-procedure. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to the event. A review of lot history revealed no other similar events from the same work order. Although the event was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra), which captures root cause analysis for the issue. The IFU, device preparation manual, and procedural training manuals were reviewed for instructions relating to the complaint. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv / delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was confirmed. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigation's did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿resistance was met while pushing through the sheath as soon as the valve was just outside the loader. The loader was fully inserted¿ and ¿continued to push with "more than normal resistance" until exiting the sheath. Once in the aorta a bent tine of the 26mm s3u valve (serial#: (B)(6) was seen.¿ per imagery review, the patient access vessels had presence of calcification, tortuosity, and were undersized. The presence of calcification, tortuosity, and undersized vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catching within the sheath shaft and resulted in the bent strut observed. These patient / procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/tortuosity / undersized vessels) and / or procedural factors (excessive device manipulation) may have contributed to the damage to the valve and subsequent vessel dissection. However, a definitive root cause was unable to be determined at this time. A CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion and valve frame damage for the s3u commander delivery system configuration. The CAPA is currently in the implementation phase. Since no product non-conformances or IFU / training deficiencies were identified, during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for system components interfere with access vasculature, leading to major tissue damage, resulting in additional surgical intervention, which did occur during this event.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case via right tf, the 14f esheath was inserted without event. A 26mm s3u valve was introduced into the sheath. The valve exited the sheath, and once in the aorta a bent tine of the 26mm s3u valve was noted. The valve was pulled back into the sheath, the tine straightened slightly and both delivery system with valve and 14f esheath were removed as one. A new 14f esheath was then inserted. A new 26mm s3u valve and delivery system were prepped and successfully deployed without event. With concern for vessel trauma caused by the bent tine of the valve an "up and over" technique was used to put a 6x40 evercross balloon in the common iliac to help tamponade the vessel if needed. 14fr sheath was pulled back and an angio through the sheath showed extravasation from external iliac. Under the guidance of a vascular surgeon, protamine was given and an 8x5cm self-expanding covered stent was deployed. Extravasation was resolved but stagnant flow was now observed distal to covered stent. Cutdown was performed for gross visualization of complication. The vascular surgeon noted that the vessel had a dissection resulting in no flow at the distal external iliac. The dissection plane was removed, and the vascular surgeon successfully closed the vessel restoring flow. The patient expired later in the day. The cause of death is unknown, but likely due to complications from the initial tavr procedure. The angle of insertion was not steep. The vessel was pre-dilated with the 14f esheath.